Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05050. It was reported that the patient presented in clinic for routine follow up with symptoms of pocket stimulation. Upon interrogation, loss of sensing and loss of capture was noted on the right atrial and right ventricular leads. A chest x-ray was performed, and it was noted that the right atrial and right ventricular leads were dislodged as it was pulled back into the inferior vena cava (ivc). The right atrial and right ventricular leads were explanted and replaced. The patient was stable post procedure.